Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv lead was difficult to insert into the connector port. The setscrew was loosened a little, and the lead advanced appropriately into the connector. The set screw then, could not be tightened. The lead was removed from the connector and a new ICD was implanted. There were no patient complications related to the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.